Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set cannula was kinked on (B)(6) 2026 which led to high blood glucose. The blood glucose level was 345 mg/dl at the time of event.